Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of high lead pacing impedance was not confirmed.

Event description:
During the implant procedure, high pacing impedance was noted on the right ventricular lead. The physician elected to use a different lead and the patient was in stable condition.